Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported that due to a fall she had right tha. Late fall of last year she started to experience pain, can't carry anything downstairs, can't walk as usual and can't conduct a vehicle. She tries to exercise but is not as before. She's sometimes too weak to exercise.

Event description:
Patient reported that due to a fall she had right tha. Late fall of last year she started to experience pain, can't carry anything downstairs, can't walk as usual and can't conduct a vehicle. She tries to exercise but is not as before. She's sometimes too weak to exercise.

Manufacturer narrative:
Product information added in tab d, g and h. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 50mm, cat#502-03-50d; lot#ey6tt8 primary secur-fit plus max #8/12; cat#6054-0812s; lot#ex0rhr c-taper cocr lfit head 36mm/-5; cat#06-3699; lot#je4a29 6.5 cancellous bone screw 35mm; cat#2030-6535-1; lot#mnem8a 6.5 cancellous bone screw 16mm; cat#2030-6516-1; lot#rr7ett it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: " on february 17, 2017 a consultation notes, ¿fell and sustained right displaced femoral neck fracture. On february 18, 2017 an uncemented right total hip arthroplasty was performed for a diagnosis of right hip osteoarthritis. The operative report describes general anesthesia and a posterior approach. On march 8, 2017 it was noted, "doing well, x-ray and components good position ¿ weight bearing as tolerated ¿¿. ... On february 21, 2018 she was seen and it was noted, ¿¿ ongoing issues with depression ¿ near normal gait ¿ minimal mild tenderness to palpation ¿ x-ray unchanged ¿ doing well from her surgery. Weight bearing as tolerated. Return for five-year follow-up.¿ no documented follow-up subsequent to this visit is available. X-ray printouts available for review include a series dated february 17, 2017, which are multiple views of the right hip, demonstrating a displaced femoral neck fracture of the right femur. An x-ray dated february 18, 2017 is an ap of the right hip, portable, and is an intraoperative view of trials inserted in the right total hip arthroplasty in nominal position. X-rays dated february 18, 2017 are an ap of the pelvis and ap of the right hip demonstrating an uncemented right total hip arthroplasty with one screw visible in the acetabular shell. The hip is reduced and the components are in nominal position. ... A letter from stryker orthopaedics dated july 20, 2018 regarding recall of components states, ¿there was no problem with the products." -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated "no documented confirmation of the complaints noted in the event description as of the last follow-up on february 21, 2018 is noted. There is no indication of any factors associated with component design, manufacturing or materials relating to any clinical problems in this case." The patient has inquired if her devices are a part of a recall. Our regulatory department reviewed all of her implant catalog and lot codes and this product is not a part of any recall. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.